Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not insert fully into main incision. On removal, iol scratched. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned misaligned in the lens case. Viscoelastic was observed on the lens. The lens was cleaned with klrp (klotho-related protein klrp). Two light scratches were observed running from the edge across the center of the optic. A dimensional inspection (plan view) was conducted. The lens dimension met specification per the approved template. Product history records were reviewed and documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge. The associated handpiece and viscoelastic were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of "lens did not insert fully into incision." A light scratch was observed on the optic. The account indicated the scratch occurred on removal of the lens from the incision. It is unknown if a qualified associated handpiece and viscoelastic were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).